Event description:
The customer called to report high blood glucose and the reading was 396 mg/dl. The customer then stated she was hospitalized for the high blood glucose readings. Troubleshooting was performed and the insulin pump was programmed correctly. Further troubleshooting was not done as the customer was too fatigued due to the high blood glucose episode.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.